Manufacturer narrative:
No samples were returned for analysis. The retained sample could not be tested with accuracy due to the condition of the material due to the way it was stored, not protected; exposed, dry. If sterile, sealed samples become available, a follow-up report will be submitted with the test results. A review of the device history records confirmed there were no quality issues noted throughout the incoming inspection, manufacturing, in-process or final inspection processes for the finished good devices or any of the components. The needle detaching or breaking away from the suture most likely resulted from the interaction of specific procedural related stress in contrast to the strength of the suture/needle attachment. It is also possible that the devices are being gripped on the attachment causing damage to the swaged end/attachment or snipping the suture which causes the suture to break away from the needle. However, there are numerous other circumstances that can adversely affect the strength and durability of a suture/needle attachment including but not limited to the misalignment of the suture within the end of the needle, the suture material not placed deep enough within the end of the needle and/or if end is not crimped with enough force to form a secure grip onto the suture material. Natural absorbable sutures, like the products in this report, have a tendency to fray during knot construction. Additionally, there is considerably more variability in the retention of tensile strength than is found with other types of sutures. The ¿precautions¿ section in the IFU for the suture/needles devices states, ¿care should be taken to avoid damage when handling. Avoid crushing or crimping the suture material with surgical instruments such as needle holders and forceps. ¿to avoid damaging needle points and swage areas, grasp the needle in an area one third (1/3) to one-half (1/2) of the distance from the swaged end to the point¿. The suture size used to manufacture the reported lot was 3-0. Usp size 7-0 is the only size gut suture that is packaged dry. Usp size 6-0 through 4 gut sutures are packaged in a wetting solution and should be utilized promptly upon removing from the foil package. If these devices are opened, removed from the foil package and left exposed, the alcohol solution will evaporate, allowing the sutures to become dry, brittle and possibly break during use. Without reviewing the actual device, magnified photos of the broken device or receiving details of the storage and handling of the sterile devices, exposure time prior to use (are devices being utilized promptly upon opening to avoid the drying of the alcohol solution; drying of the suture material), preoperative preparation of the device(s), tools utilized to grasp the device(s), procedures performed or the surgeon¿s technique, a definitive root cause cannot be determined at this time.

Event description:
The distributor reported that the needle detached during the procedure and fell into the patient's mouth. The needle was retrieved without further incident.